Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: displays red and empty. Probable root cause: tolerance stack up issue (tubeset design), manufacturing/assembly error, use error, incorrect material & solvent bond force incorrect. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was inlet gas pressure issue.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was inlet gas pressure issue.